Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited increase in power consumption. Boston scientific technical services (ts) discussed this is likely related to high rate atrial sensing. The patient with this device is in chronic atrial fibrillation (af). Ts then suggested device reprogramming. To date, the device remains in service. No adverse patient effects were reported.